Event description:
A pt (female, (B)(6)) was admitted with acute respiratory failure. A blood sample was drawn and run at (B)(6) 2014 at 04:20 showing ica 3.0mg/dl. Based on this result treatment with calcium was initiated. Approx 30 minutes later while running a routine pt correlation between analyzers, it was discovered that this analyzer's ica was not correlating with the other abl90's. The pt sample in question was pulled and return on a second analyzer with a result of 4.5 mg/dl. The treatment with calcium was then stopped.